Manufacturer narrative:
(B)(4). Batch # n92057. The analysis results found that the er320 device was returned with no damage in the external components. In addition, one clip malformed inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 17 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, went to fire the second clip and the surgeon saw the clip in the chamber was offset; clip is still in chamber for review. Another like device was used to complete the procedure. There were no adverse consequences for the patient.